Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this electrode delivered an inappropriate shock due to myopotential oversensing. It was noted the patient's subcutaneous implantable cardioverter defibrillator (s-ICD) was programmed to secondary vector at the time. It was also noted the shock was delivered while the patient was carrying something heavy. In-clinic troubleshooting was performed and myopotential oversensing was recreated in both primary and secondary vector. Qrs amplitudes in alternate vector were too small to be programmed. Secondary vector was identified to show the best signal qualities, and an x-ray image was obtained. Technical services reviewed both available device data and the imaging, noting the current positioning of the system possibly causes a higher susceptibility to myopotential signals and artifacts related to arm movement. Device programming as a less-invasive option was provided. The more invasive option of system revision was also suggested. Besides the inappropriate shock, no other adverse patient effects were reported. This s-ICD system remains in service. To date, no additional information has been received. Should additional follow-up information be provided in the future, an updated report will be issued.

Event description:
It was reported that this electrode delivered an inappropriate shock due to myopotential oversensing. It was noted the patient's subcutaneous implantable cardioverter defibrillator (s-ICD) was programmed to secondary vector at the time. It was also noted the shock was delivered while the patient was carrying something heavy. In-clinic troubleshooting was performed and myopotential oversensing was recreated in both primary and secondary vector. Qrs amplitudes in alternate vector were too small to be programmed. Secondary vector was identified to show the best signal qualities, and an x-ray image was obtained. Technical services reviewed both available device data and the imaging, noting the current positioning of the system possibly causes a higher susceptibility to myopotential signals and artifacts related to arm movement. Device programming as a less-invasive option was provided. The more invasive option of system revision was also suggested. Besides the inappropriate shock, no other adverse patient effects were reported. This s-ICD system remains in service.